Event description:
The customer reported that the hf unit "esg-400" displayed an error code indicating hardware failure during a therapeutic transurethral resection of the prostate with the patient actively bleeding at that time. The procedure was prolonged by an unspecified duration while troubleshooting occurred and to replace the device and cautery instruments. It was unclear if patient harm occurred. The customer was unaware of the patient impact and of any additional medical treatment required. The procedure was completed with an alternative cautery unit. Additional information received from the customer indicated that the machine did cause the bleeding. As the surgeon was using the machine to cut the tissue, it suddenly stopped working mid-cut. Subsequent bleeding from the excision site occurred, which was typically controlled with the coagulation function of the machine. Because the machine stopped working, both the cutting and coagulation function was lost. Bleeding continued while the machine was replaced with an alternative device that was used to coagulate the surgical site. The severity and amount of blood loss was deferred to the surgeon.